Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e1, h6. Corrected field: h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the defect of the printed circuit board cause the no imagen and the defect of the printed circuit board occurred due to wear or damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii video system center could not be processed by the device and there was a problem with the front panel switch. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was non-functional due to a defective printed circuit board. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the front panel switch problem was not confirmed and was unable to be reproduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.